Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on and continous alarm was heard but some of the led segments were not illuminating on the display screen. The user interface board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues prior to this reported event.

Event description:
It was reported that all the led segments of the display are missing and unit will also continually alarm (audibly) right after if powers on. There is no pt involvement.